Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2009, which changed the vns to unintended settings. The settings were not corrected until (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.